Event description:
Needle breakage: customer stated the surgeon was closing the fascia when the needle tip broke off in the trocar incision. The needle tip could not be visualize so an x-ray was done & the needle tip was located in the abdomen wall. The needle tip was retrieved. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is 9800257-00.

Event description:
Needle breakage: customer stated the surgeon was closing the fascia when the needle tip broke off in the trocar incision. The needle tip could not be visualized so an x-ray was done and the needle tip was located in the abdomen wall. The needle tip was retrieved. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family initially reported assuming incident could recur.